Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing for the infusion set was detaching from the site portion, quick release was still in place. The site location was at the lower back and the pump was worn in bra. The infusion had been in use for three days. Reportedly, the infusions were stored in a closet with no humidity. The patient was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.